Manufacturer narrative:
(B)(4). The returned flexiva 365 laser fiber was analyzed, and a visual evaluation noted that the fiber was returned with the body broken. The fiber measured approximately 177.8 cm from the top of the connector to the break. The remainder of the fiber including the distal tip was not returned. Examination under magnification confirmed that the pattern on the body break is consistent with a fracture. Since the condition of the coating at the body break is stretched with no discoloration or melting, it indicates that the fiber was not fired after it had been broken. No other issues with the device were noted. The analysis of returned device found that the fiber was broken. It is likely that the handling of the device during setup caused damage to the fiber. The body of the fiber was likely fractured as a result of handling, possibly as the fiber interacted with the scope. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
A flexiva 365 laser fiber was returned to boston scientific corporation. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and the laser fiber was broken. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.